Event description:
It was reported that there was undersensing, no capture, and that the atrial lead had pulled back from the original implant location. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: (B)(6) 2007. (B)(4).